Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro btt short port burst after placing minimal air. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the silicone layer of the balloon had ruptured. While we are unable to conclusively determine a root cause, each btt goes through a full inflation/deflation inspection prior to distribution. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review could not be performed as the product lot number is unk. (B)(4).